Event description:
Began with hair loss. Skin rash, progressed with dry eye, chronic joint/muscle pain, fatigue, brain fog, dry skin, digestive issues, temperature intolerance, ear ringing, food intolerance, occasional heart palpitations, occasional numbness/tingling in arm. FDA safety report ID # (B)(4).